Event description:
It was reported that during product demonstration the irrigation was not working, which can cause the device to overheat. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.